Event description:
It was observed during the device inspection that the videoscope exhibited a tip image color abnormality. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of irregular color tone on the image was confirmed. Based on the results of the investigation, the irregular color tone may be due to a broken image sensor unit. The probable cause of breakage may be irregular stress to the bending section as the damage was observed on the bending section. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.